Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The service engineer (se) inspected the device and verified the reported issue. The se replaced flow sensor assembly to resolve the reported issue. The device successfully passed functional testing. The gas delivery system (gds) assembly was returned for failure analysis. Visual inspection of the gds revealed that the data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. There was no evidence of damage or contamination. The gds was teste and it was determined that the defective u1 on the air flow sensor pcba created the air flow accuracy test to fail. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that a v60 ventilator failed the air flow test during the performance verification testing (pvt) sequence. Reportedly, when the airflow was set to 0lmp, the device indicated a value of -0.8 lmp. The ventilator was not in use on a patient at the time of the reported event.